Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer gave positive test for ketone and also experienced nausea, vomiting, abdominal pain and difficulty in breathing due to high blood glucose. The insulin pump was not on auto mode at the time of incident. The customer also reported that the blood was dripped on the sensor insertion site. Customer stated that the site was not actively bleeding. The insulin pump will not be returned for analysis.